Event description:
N/a.

Manufacturer narrative:
Additional information: e1 (event site state: sg, event site postal code: (B)(6)). A getinge field service engineer evaluated the unit and found cable stuck. In order to fix the issue fse untangled cable reel. Tested cable functionality. Unit tested pass iaw factory specifications. User to be careful when pulling/retracting cable. Unit tested pass and handed to user.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a cable reel stuck. There was no patient involvement.